Event description:
It was reported that a catheter issue occurred. The target lesion is located in the distal segment of the right coronary artery with a vessel diameter of 30mm x 2.75mm. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the opticross catheter became entangled when it was pulled back, resulting in the entire catheter system being twisted and kinked. The opticross catheter was removed from the patient, and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging window twisted 16 cm from the lap joint section. Media returned by the customer was inspected and showed an angiography video; however, no evidence related to the reported allegation was encountered. Based on the evidence, the as reported codes of catheter material twisted and catheter kinked are confirmed.

Event description:
It was reported that a catheter issue occurred. The target lesion is located in the distal segment of the right coronary artery with a vessel diameter of 30mm x 2.75mm. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the opticross catheter became entangled when it was pulled back, resulting in the entire catheter system being twisted and kinked. The opticross catheter was removed from the patient, and the procedure was completed with another of the same device. There were no patient complications.